Event description:
A surgical repair of a ventricular septal defect (vsd) was performed on a (B) (6) baby. It was a scheduled surgery on a stable patient, with no co-morbidities. According to the surgeon, the procedure started around 8:00 am. He used an edwards research medical - (B) (4) to cannulate the ascending aorta. Soon after the patient was on cardio pulmonary bypass (cpb), and the aorta was already clamped, the perfusionist mentioned that he started to register elevated aortic perfusion pressures. Several minutes later, he found that the cannula was angled and collapsed. Shortly after, the team decided to put the patient into deep hypothermia and proceeded to change the arterial cannula and continue with the vsd repair. After the vsd repair was completed, they had difficulty getting the patient off cpb. The team kept trying to balance the patient¿s hemodynamics without success. After several hours, they decided to put the patient on ECMO. The patient was out of the operating room at 5:00 pm. The patient lasted on ECMO ten days with no relief during that period.

Manufacturer narrative:
Product not returned. Although the actual product has not been returned for analysis, corrective actions were implemented for this issue. In may 2009 the directions for use (dfu) was updated with clarification on device usage; october 2009 the packaging of the cannula was improved with the addition of a protective sheath which shields the wire wound section; (B) (6) 2009- the collapsed/kink/crushed wire issue within the wire wound section of 8,10, & 12 pediatric femoral devices was resolved by incorporating a stiffer 300 ksi wire within the cannula.

Event description:
It was reported that the cannula compressed, and there was an injury to the patient of cardiac distension.